Event description:
It was thought at first to be the lead. See medical record:"I decreased the stimulation down to 0.5 milliamps as the generator indicates it's delivering less than 0.25 milliamps due to lead difficulties."when generator was tested, however, it was found to be defective.medical record:"tested the device prior to surgery beginning and high impedence was the result. Generator was removed from chest. Neurosurgery disconnected the generator from the lead and then put them back toghether and retested but still got high impedence. Tried a second time with the same result. Then disconnected the lead from generator and tested with resistor and high impedence was again the result. Retested one more time and still had high impedence. Discussed with dr morton who agreed with the plan to put new generator in and test. New generator was tested and the patient information was programmed prior to placement by neurosurgery. After placement lead test was performed, heart rate ranged from 62 to 65 during the lead test. No bradycardia was noted and the lead test was ok."